Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer is feeling well and does not require any medical attention. Customers expected results are 75-150 mg/dl fasting. Verified the strips expire 10/30/2017 and were first opened less than a month ago. Customer confirms the strips are stored correctly. Customer performed a back to back blood test: 170 mg/dl and 171 mg/dl. Reviewed results in the meter memory.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction :user has high glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "hi". Customer is feeling well and does not require any medical attention. Customers expected results are 75-150mg/dl fasting. Verified the strips expire 10/30/2017 and were first opened less than a month ago. Customer confirms the strips are stored correctly. Customer performed a back to back blood test: 170 mg/dl and 171 mg/dl. Reviewed results in the meter memory: (B)(6).